Manufacturer narrative:
Without a lot number a review of the manufacturing records could not be conducted. The medical records provided indicate the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the medical records indicate a total of three bard davol mesh devices were implanted. This file represents the composix mesh (#2) which was implanted on (B)(6) 2004. Additional MDR's were created to address the two other bard davol mesh implanted. With the currently available information, there is no way to determine whether the bard meshes may have caused or contributed to the problems reported due to the patient's multiple abdominal and pelvic procedures with previously noted complications prior to implant of the bard meshes. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
On (B)(6) 2004 the patient was diagnosed with recurrent suprapubic ventral hernia and underwent laparoscopic repair of the hernia with implant of an unspecified bard composix mesh (mesh #2). The following month the patient was found to have a seroma vs. Abscess in the region of her pubic symphysis surgery. The patient underwent drainage of the abscess with CT guidance. On (B)(6) 2004 the patient was diagnosed with possible infection of the abdominal wall mesh (mesh #2) and underwent removal of the composix mesh (mesh #2).